Event description:
It was reported by service report that the footboard scale display was showing an erratic and distorted message. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale malfunctioned due to faulty main cpu board.